Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding an implantable neurostimulator. The reason for call was the caller reported that the patient said the stimulator is not charging and the battery is dead. The caller did not know when the battery died. Caller wanted to know if certain parameters needed to be followed for an MRI. The issue was not resolved through troubleshooting. Additional information was received from the patient. They reported that they have had the stimulator for 15 years and the stimulator had been dead for 8 years. Patient reported that one day she charged the device and the next day it was dead. When asked if she saw a message on the controller, patient stated they didn't have it since 3 years ago. Patient stated that the charging was not working and the battery didn't come on. Patient felt frustrated, she tried to contact their healthcare provider (hcp) for the issue but the hcp didn't respond to their request, and patient didn't want any more surgeries for replacements because her initial implant surgery took her a long time to heal.